Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Additional information received reports that the patient's ipg has met normal longevity. Therefore, this event is no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that the patient's ipg has met normal longevity. Therefore, this event is no longer reportable.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.